Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from norway, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve was correctly crimped but some resistance was felt during the insertion through the esheath. No resistance was felt during the advancement of the valve, but after the valve did exit the tip of the esheath, a distal strut was observed bent. It was decided to remove the valve and ds to not damage the patient artery. The valve was then retrieved into the esheath and the system was removed as a unit with no patient injury. After the removal, it was observed that the esheath was damaged (identified as sheath puncture). A new esheath of 16fr was used in replacement with a new commander and valve. The procedure was successful with the replacement devices and there were no additional complications. As per medical opinion, the root cause of the event was unclear, it could have been the angle insertion in combination with too much push during insertion.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following observations were noted: the liner is expanded and tip opened as designed; the liner is bunched at the distal end; the valve is stuck at middle shaft; and there is a strain relief puncture. The complaint for sheath punctured was confirmed based on provided imagery. Available information suggests that procedural factors (steep insertion angle, excessive device manipulation) likely contributed to the event as per event description "it could have been the angle insertion in combination with too much push during insertion", and the valve frame was damaged during insertion. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.